Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the complaint form indicates that this procedure was converted to an open procedure. Yes. Was the procedure converted to an open procedure? Yes. Did the generator display any error messages and if so what were they? Like in the form, the representative was not in the room. Did the device pass the pre-test? Yes. Had the device been working and then stopped? I don¿t have this information. The following information was requested, but unavailable: did the device have patient contact at any time during the surgical procedure? Was the disposable used on multiple handpiece or generators in the same procedure? Was the handpiece unplugged from the generator at any time during the surgical procedure? What is meant by ¿device stopped working¿? Why did this cause conversion to an open procedure?

Event description:
It was reported that during a hysterectomy procedure, the device didn't work in the beginning of the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent 06/07/2016. Received additional information. There was no convert to open. The event no longer meets the criteria for a reportable event.